Event description:
During the replacement of another pacemaker with a new pacemaner, a bipolar atrial lead was implanted with good pacing and sensing thresholds. However, when connected to the device, no output was observed. The programmer indicated pacing, but no pacing was occurring. The ventricular lead was inserted into the atrial channel, but still no pacing was seen. The device was not implanted, and is being returned.